Manufacturer narrative:
The device was received by the manufacturer for evaluation. The investigation is currently ongoing.

Event description:
It was reported that a web device did not detach after multiple detachment attempts. The physician tried a new detacher and that did not work either. After multiple attempts, a new device was opened and that one detached without problems. The aneurysm location was basilar apex. Patient is intact. There was no intervention.